Manufacturer narrative:
Section h6 and h10. Section h10: despite multiple attempts to obtain additional case details, the information was no forthcoming. The valve was not returned to edwards lifesciences for evaluation, as it remains implanted in the pateint. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the worsening pvl two years and seven months post valve implant is unknown, but may be due to the factors mentioned above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported, two years and seven months post transfemoral tavr procedure, the patient underwent a valve in valve (29mm sapien 3 valve in 29mm sapien 3 valve) due to severe and symptomatic paravalvular leak (pvl). The physician's believed that the first vale had been placed too low, in a 60:40 aortic position, as confirmed by the pre-op echo. The second 29mm sapien 3 valve was deployed one cell above the first valve or 80:20 aortic relative to the native annulus. Repeat echo showed pvl was reduced to mild-moderate. No additional intervention was planned. The patient left the room in stable condition.